Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch: rgmjhm, mfg date: jun/15/2021, exp date: may/31/2023. Batch: remkqz, mfg date: may/20/21, exp date: apr/30/2023. Batch: rdmeqc, mfg date: apr/14/2021, exp date: mar/31/2023. Batch: rhmjab,mfg date: jul/19/2021, exp date: jun/30/2023. Batch: rkmcpm, mfg date: sep/7/2021, exp date: aug/31/2023. Batch: rlmppu, mfg date: oct/27/2021, exp date: sep/30/2023. Batch: rlmjps, mfg date: oct/18/2021, exp date: sep/30/2023. Batch: rlmeak, mfg date: oct/11/2021, exp date: sep/30/2023. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please provide the date of the re-operation when the wound was re-sutured with silk can you describe the appearance of the stratafix suture during second procedure? Was the stratafix suture removed during the second procedure when the wound was re-sutured with silk? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? Please describe any medical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a cardiac procedure on an unknown date and a barbed suture was used to suture the muscle fascia layer. Post-op, several days after surgery, the wound infection was found, with poor wound healing. Then the wound was sewed again with silk suture. Now the patient's incision healed well. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/18/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: a sealed packet of product code sxpp1a406 was received for evaluation with the packaging closed, the unopened sample was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packet was opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on paper folder. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: after investigation, the patient (male, specific age unknown) underwent open cardiac surgery in (B)(6) 2022 (specific surgery date unknown) (specific patient diagnosis and surgery name unknown). The operator used sxpp1a406 for suturing the muscle fascia of the incision in a continuous suturing manner. The intraoperative suturing was smooth. In (B)(6) 2022 (the specific event occurred on an unknown date), the doctor found that the patient had poor healing of surgical incision (with specific clinical manifestations unknown) and incision infection (with specific clinical manifestations and examination results unknown). The doctor then removed the suture of incision (with specific removal level and removal method unknown) and used silk suture (with specific product code unknown) for suturing again. Then the patient's incision healing was improved. The incision healed well at present. No subsequent adverse event report was received. Although the correct lot number involved in this event could not be confirmed, but 1 sterile sample of lot rgmjhm will be returned for analysis. Date and name of index surgical procedure? Unknown, open cardiac surgery. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open on what tissue was the suture used? Muscle fascia during closure of chest what was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes were two reverse stitches performed across the incision prior to closure? Yes please provide the date of the re-operation when the wound was re-sutured with silk. Unknown. Can you describe the appearance of the stratafix suture during second procedure? Unknown. Was the stratafix suture removed during the second procedure when the wound was re-sutured with silk? Unknown. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Local infection, poor healing please provide the onset date/time of infection from the initial surgical procedure. Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Were cultures performed? If so, please provide the results. Unknown. How much and what type of drainage is present in this wound, if applicable? Unknown. Please describe any medical intervention performed including medication name and results. Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Suture quality is one of the possible factors, and sewing method and quality is also one of the possible factors. What is the patient's current status? Stable.